Event description:
It was reported that this implantable cardioverter defibrillator (ICD) detected high out of range shock impedance measurements on the right ventricular (rv) lead over the last year. It was decided to perform an integrity test with commanded 41joule shocks. The first 41joule shock in standard polarity gave 110 ohms and the second 41joule shock in reverse polarity gave greater than 125 ohms and a high impedance error code. A code 1005 was also observed which is indicative of an open circuit condition. Since the battery longevity of the ICD is less than 3 months remaining, technical services (ts) recommended replacing the entire system at time of device replacement. It was noted the physician is deciding whether to implant a new ICD and rv lead or replace the system with subcutaneous ICD (s-ICD) system. At this time, there is no evidence to suggest intervention has been performed. No adverse patient effects were reported. Additional information received indicates the patient underwent a revision procedure, and their ICD was explanted and replaced with a s-ICD. The patient's rv lead was surgically abandoned (it remains implanted but out of service). Besides intervention, no other adverse patient effects were reported. Product return is not indicated at this time.

Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Should the product be returned in the future, laboratory analysis will be performed, and an updated report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) detected high out of range shock impedance measurements on the right ventricular (rv) lead over the last year. It was decided to perform an integrity test with commanded 41joule shocks. The first 41joule shock in standard polarity gave 110 ohms and the second 41joule shock in reverse polarity gave greater than 125 ohms and a high impedance error code. A code 1005 was also observed which is indicative of an open circuit condition. Since the battery longevity of the ICD is less than 3 months remaining, technical services (ts) recommended replacing the entire system at time of device replacement. It was noted the physician is deciding whether to implant a new ICD and rv lead or replace the system with subcutaneous ICD system. At this time, there is no evidence to suggest intervention has been performed. No adverse patient effects were reported.